Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm while driving. Reportedly, the customer was unsure if something had been pressing the button down, or if they were leaning against the button while driving . Customer reported a blood glucose level of 379 (mg/dl) that was addressed with an insulin injection. Tandem technical support educated the customer on how to prevent the button alarm from being triggered.